Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuit from the hospital for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital reported that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit had leaked after three days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare new zealand. The returned breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection of the circuit revealed that the expiratory elbow connector was found cracked. The circuit was returned with a non-fph circuit filter (intersurgical filter) connected to the expiratory elbow. The filter material was discoloured yellow on the circuit side. Conclusion: we were unable to determine what may have caused the damage found to the complaint circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the damage was observed during use, which suggests that the complaint breathing circuits became damaged after they were released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital reported that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit had leaked after three days of patient use. No patient consequence was reported.